Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): h2, h6, h11 the device was not returned to olympus for inspection therefore the reported failure was not confirmed. A definitive root cause could not be identified as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Related patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic cysto bladder procedure, the subject device sparked and smoked. The procedure was completed with an olympus back-up device. There was no report of patient harm. Report 2 of 2.